Manufacturer narrative:
The lead remains in the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds due to dislodgment as confirmed via fluoroscopy. The lead was explanted and replaced with an alternate. There were no additional adverse effects reported.